Event description:
Customer called to report that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 500 mg/dl at the time of admission. Customer stated that he got dizzy, fainted and was unconscious for two days. Customer also stated that he lost control of his bladder and bowels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.